Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/20/2016 with the following findings:-the pump powers up with auditory and vibration to a blank screen, unable to verify all steps and to adequately investigate reported ¿no power¿ complaint. The bolus button cover is torn the pump¿s cover was removed, no intermittent condition was found to the pcb. Unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/periph processor. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿ eeprom not communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded.